Event description:
Patient receiving ongoing veptr treatments presented to his out-of-state hometown physician complaining that he had heard a "pop" and felt a new onset of pain. X-rays taken (B)(6) 2012 by the hometown physician revealed that one of the rib sleeves had broken. Patient was referred to his veptr surgeon in (B)(6). Patient was returned to the operating room on (B)(6) 2012, broken rib sleeve, rt. Medical supervisor cradle and rt expansion lateral was removed, surgeon revised patient to new veptr hardware.

Manufacturer narrative:
There are no abnormalities noted during the DHR review of the raw material and rib sleeve. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.